Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gave a communication alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/) a getinge field service engineer (fse) evaluated the unit and found multiples of alarm 78 and one alarm 112 in the logs. The fse ran the unit for multiple hours overnight and was not able to reproduce the alarm. The iabp passed all pm protocols. The fse had previously replaced the executive processor board due to this alarm. The fse ordered and replaced the coiled cable. Although the cable did not show any signs of damage, the technical service manual points out to= check the cable, as it communicates between the display and executive processor board. Once the cable was replaced the fse ran the machine for multiple hours, and could not duplicate the alarm. The iabp passed all functional and safety checks to meet factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed a communication alarm. The customer continued to use the unit and did not take it out of service, but instead restarted the iabp and the alarm went away. There was no patient injury or harm and no adverse event reported.